Manufacturer narrative:
This report is submitted on october 19, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
This report is submitted on september 05, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient developed an infection of the skin flap, resulting in extrusion of the receiver-stimulator. Subsequently, the receiver-stimulator was explanted on (B)(6) 2016 and the electrode array was left in-situ. During the procedure to explant, the wound was irrigated with saline solution.